Event description:
Procedure: sleeve gastrectomy. According to the reporter: the sulus only advanced/moved forward in the first firing. After making a strong noise, they did not fire further and the trigger was loose. The surgeon tried to complete the procedure using different sulus. Finally, another stapler was used to complete the procedure. The patient was reported in good condition. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4)